Manufacturer narrative:
(B)(4).evaluation summary:the reported condition of a colleague infusion pump with failure code 812:02 was confirmed during product evaluation. No assignable cause was provided during product evaluation. This pump is a baxter owned device and will not be repaired.should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The root cause investigation is in progress through (B)(4).

Event description:
The facility reported a colleague infusion pump with failure code 812:02. The event was reported to have occurred during programming/setup in the facility's central supply area. Upon reviewing the pump's event history, baxter quality engineering discovered this event interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 6.13.90.